Manufacturer narrative:
Evaluation of the returned pod6 confirmed that the pusher assembly was kinked. If the pod6 is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. The root cause of resistance could not be determined. During the functional test, the pod6 could not be advanced or retracted within its introducer sheath from its returned position, and therefore, no further functional testing could be performed. Further evaluation revealed offset coil winds on the distal end of the embolization coil. This damage was incidental to the reported complaint and likely occurred due to the embolization coil being returned advanced outside the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod coils, a pod packing coil and a non-penumbra microcatheter. During the procedure, the physician placed a pod coil and a pod packing coil into the target vessel using the microcatheter. While advancing another pod coil through the microcatheter, the pod coil became stuck, and the physician kinked the pusher assembly of the pod coil. Therefore, the pod coil was removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.